Event description:
It was reported that the case of the external pulse generator was cracked. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment, the upper and lower cases were broken. Analysis also found the battery release, ring cover, release spring, keyboard pad and battery flex contaminated, the two side bail covers and the lead flex cover broken and the battery contacts compressed. (B)(4).